Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code displayed) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 110. The cause for the service code 110 was isolated to flux contamination on the pins of j1002aa and j1003aa. Root cause investigation of similar failures determined that flux contamination on j1002aa and j1003aa caused the service code. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor was displaying a service code.